Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The low battery was identified during visual inspection. A low battery alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be low battery voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. No additional information is available.